Event description:
The hcp reported that patient has had ongoing problems intermittently since the implant. Patient had an overdose in april or may - using baclofen prepared in local pharmacy. The hcp did x-rays and bolused the patient with good results. The patient outcome is reported as "ongoing intermittent problems - incomplete followup."